Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6cm abdominal aortic aneurysm. It was reported that the patient had ectatic common iliac arteries. The internal iliac arteries were severely stenosed and tortuous left external iliac. It was reported that the patient presented emergently due to severe pain in the patient¿s left leg. The physician stated that the patient¿s lower extremity occluded and needed a fem-fem bypass and partial amputation. The physician indicated that the left external iliac was occluded, presumably due to injury sustained during evar. The intervention was performed with no complications. The physician stated that the event was related to the procedure. No additional clinical sequelae were reported and the patient will continue to be monitor by the physician.